Event description:
It was reported that following a stenting treatment procedure, stent malapposition and stent thrombosis occurred. In 2007, the patient had an unspecified taxus express stent implanted in the 80% stenosed proximal left anterior descending (lad) artery. In (B)(6) 2012, the patient presented with an emergent myocardial infarction and angiography revealed a 100% thrombosed 10mm in length lesion of the lad. Using the right femoral approach, an aspiration catheter was advanced and used with three passes and balloon angioplasty was performed using a 3.0x12mm non-bsc balloon. Next ivus was performed noting a malapposition of the proximal part of the taxus express stent. A 4.0x12mm veriflex stent was advanced to the proximal lad and deployed at 16 atms for 30 seconds. Post dilation was performed with a 4.5x8.0mm nc quantum apex balloon inflated twice to 18 atms for 30 seconds restoring timi 3 flow. Post intravascular ultrasound confirmed good stent apposition and luminal expansion. No further patient complications were reported and the patient status is stable and doing very well.

Manufacturer narrative:
If implanted, give date: 2007. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).